Manufacturer narrative:
One fogarty thru-lumen embolectomy catheter without any attached components was returned for evaluation. The balloon latex and both windings appeared to be in good condition. The balloon was inflated with 1.7 cc air and the balloon inflated clear and concentric for 5 minutes. There is no deflation specification using air as the inflation media. The balloon was again inflated using 0.9 cc water and the balloon inflated clear and concentric and did not leak for 5 minutes. Balloon deflation was achieved in 17.4 sec by pulling back on the syringe plunger as recommended. The maximum deflation time from full capacity is 15 seconds while pulling back on the syringe plunger. The through lumen was patent without any leakage or occlusion. X-ray and cut down of the catheter body at the location proximal to the proximal winding showed that the balloon inflation lumen was collapsed under the proximal winding. The web thickness between the balloon inflation and through lumen was measured to be 0.0034" at approximately 0.5" proximal from the location of the collapsed lumen. The web thickness reference is 0.003". Balloon testing was performed with a lab bd 3ml syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Customer report was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that it was difficult to deflate the balloon of the fogarty thru-lumen embolectomy catheter at inflation test before use. The catheter was exchanged and the problem was solved. Patient demographic information requested but unavailable. There were no patient complications reported.